Event description:
It was reported during a hip procedure on (B)(6) 2013, the modified trinkle drilling attachment came apart and broke into two pieces. The procedure was completed utilizing another device with no adverse event to patient. This report is for a modified trinkle drilling attachment for battery power line. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device returned to synthes (B)(4) on an unknown date. Device was evaluated by synthes (B)(4) : reliability engineering evaluated the device, and the reported problem was confirmed. The device exhibited damage that was consistent with improper handling. The manufacturing documents were reviewed and no complaint related issues were found.